Event description:
It was reported by service report that the wheel was worn and the post tube screw was loose. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): wheel.